Event description:
During a laparoscopic cholecystectomy procedure, the clips did not form when fired. The surgeon applied another device. The hospital reported that no pt injury had occurred.

Manufacturer narrative:
6/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.